Event description:
The following three colonoscopies were performed by the same physician and were reported by him to olympus on 8/27/97. Complaint description #1: dr reported that an 80 y/o woman with multiple health problems, died during an attempted colonoscopy in 4/97. Pt developed subcutaneous emphysema in tissue around neck, face and abdomen and due to do not resuscitate order, attempts at resuscitation were not made. Colonoscopy had been attempted since pt had a gi bleed and an unstable blood count. An autopsy was not performed.

Event description:
Complaint description #3: on 8/18/97, a diagnostic colonscopy was performed on a healthy 69 y/o female with hemacult positive stools. It took approx 8-9 minutes to advance th the cecum, and when the colonscope had reached that point, the dr noted a red, ecchymotic, hemorrahagic and distended lining. After successfully completing this diagnosis, the dr withdrew the colonoscope and then revisited the cecum in order to aspirate air. However, he was unsuccessful in his attempt to aspirate since he was unable to move about freely one there. Since the diagnostic procedure had been successfully completed, the second attempt was abandoned. Immediately following the procedure, the pt was monitored and the dr noted that the pt's pulse-oxygen was at approx 82-84% which was considered low. Oxygen was given, the abdomen looked distended and in general, the pt did not look well. The pt was transported to the adjacent emergency room where she underwent an x-ray. The x-ray revealed free air in the abdomen and left pneumothorax. She next developed subcutaneous emphysema. In the emergency room, the surgeon placed a tube in her chest in order to insufflate her lung. Having successfully completed this, she was taken to the operating room. During eval, the surgeon noted that the pt had a one cm ear in the left diaphragm but no endoscopy holes had been found in the colon. Addtionally, the cecum looked distended, was collapsed and there was no air in the small intestine. Although the colonoscope passed through the left colon, the surgeon described the left colon as a little irritated but without holes and absent of fluid. The pt was released after a prolonged hosp stay.

Event description:
Complaint description #2: in 6/97, the dr attempted a colonoscopy on a 70 y/o woman for positive hemacult. Although the dr attempted to pass through the sigmoid colon for approx 18 minutes, his attempts were unsuccessful and the procedure was abandoned. Following the attempted colonoscopy, the dr noticed that pt's abdomen had become distended. After further observation, the dr sent her for an x-ray which revealed free abdominal air in the abdomen. She was transported to the operating room and the surgeon confirmed the free abdominal air with the absence of fluid. No perforation in the sigmoid colon or bowel was found. However, the surgeon did observe a very inflamed cecum and concluded that the cecum had become distended by air pressure.